Manufacturer narrative:
Results: the returned cat8 was ovalized at approximately 109.0 cm and 111.0 cm from the hub. Conclusions: evaluation of the returned cat8 revealed ovalizations on its distal shaft. If the device is forcefully gripped or pinched during the procedure, damages such as ovalizations may occur. The ovalizations on the distal shaft likely contributed to the reported resistance during the procedure. During functional testing, the returned cat8 was able to advance through a demonstration peelable introducer sheath with resistance due to the ovalizations. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using an indigo system aspiration catheter 8 (cat8) and non-penumbra sheaths. During the procedure, the physician placed a sheath in the target vessel. While advancing the cat8 through the sheath, the physician experienced resistance, and the cat8 became stuck; therefore, they were removed. The physician then placed a second sheath in the vessel and advanced the same cat8 through the second sheath, and the same issue occurred; therefore, the cat8 was removed. The procedure was completed by using another cat8, the aforementioned first sheath, and administering tissue plasminogen activator (tpa) drip. There was no report of an adverse effect to the patient.